Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated section b3 for event date, b4 for report submission date and b6 to report device evaluation results. Updated section d6 for implant date and d7 for explant date. Updated g1-g2 for follow-up report submitter, g4 for awareness date and g7 for report type and follow-up number. Updated h2 for follow-up type, h3 for device evaluation status and h6 method, result and conclusion codes. No information is available. As the product received was not our product, it was returned to the customer.

Manufacturer narrative:
Requested catalog and lot information from the customer.

Event description:
Per complaint (B)(4), during clinical procedure, patient experienced loss of implant to integrate.